Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). Estimated date of event. The device is reported to be discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported as a general comment about the mini-vision stent. During use in a moderately calcified vessel, the stent did not move very easily and deployment was not successful. It was decided to remove the device and after retraction it was noted that the struts of the stents were broken. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.